Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent spo2 readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External evaluation showed no damage. The device was able to power on using both ac and battery power. When powered on a "no sd card" error message was provided. A known good sd card was installed and the device display was stable but the unit would not recognize a known good sensor. Internal inspection identified a broken component on the sensor flex cable which prevented the device from recognizing a sensor. The flex cable was replaced and the device was fully functional. A service history record review reveals that this unit was in the field for over five (5) years with no prior confirmed issues related to this reported event.

Event description:
The customer reported intermittent spo2 readings. No patient impact or consequences were reported.